Event description:
A report was received that the patient was having discomfort at the pocket site while charging the ipg. It was believed that the ipg was tilted upon direct visualization. The patient was recommended for a pocket revision.

Event description:
A report was received that the patient was having discomfort at the pocket site while charging the ipg. It was believed that the ipg was tilted upon direct visualization. The patient was recommended for a pocket revision.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.